Event description:
A report of difficulty charging was received. It was discovered that the pt's ipg is at an angle inside the pocket site. The pt had the ipg moved from the right flank to the left flank. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.